Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came for follow-up, premature battery depletion was observed. Device was explanted and replaced. Patient was fine.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.